Event description:
Case was set up with right leg reference but pacing artifact was so bad that rptr went to poles 3,4 on the cs catheter; during rf when temp reached around 55 to 60 c pt would have 5,6,7, beats of vt followed by a pause; reps did not realize at first the potential tie to the cs as it is very close to the slow pathway (which was the target of the ablation); pt's vt did not sustain and to rptrs knowledge no adverse affects arouse from this event.